Manufacturer narrative:
Infutronix is waiting for the response from the end user regarding the device return status.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user. The patient was calling because her medication bag was completely empty, and her bag was soaked. This indicated that the set leaked, area of the leak is unknown by the patient. She said the medication did not leak on her clothes, or anywhere else. Device operator was other as specified. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
On 07/28/2022, infutronix confirmed with the end user that the affected device will not be returned for evaluation and therefore a root cause could not be established.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00040.